Event description:
It was reported to philips that the system would not power on and a battery low message was displayed on the ups. The system was outside clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.